Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel bms device. Visual inspection confirmed numerous kinks throughout the catheter. Functional testing was completed by using a water filled inflation device and connecting it to the hub. As pressure was applied the stent and balloon expanded. The reported deployment issue was not confirmed.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 12 x 3.50 rebel stent was advanced to treat the target lesion. However, while attempting to place the stent, the stent was kinked and could not be deployed. The procedure was completed with another of the same device. No patient complications were reported and the patient was not harmed.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 12 x 3.50 rebel stent was advanced to treat the target lesion. However, while attempting to place the stent, the stent was kinked and could not be deployed. The procedure was completed with another of the same device. No patient complications were reported and the patient was not harmed.